Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. In the same month as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis and treatment for the event were not reported. Pd therapy was ongoing at the time of the event. The patient recovered from the peritonitis and was discharged from the hospital. No additional information is available.